Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The precision meter will perform in accordance with specifications for a period of no more than 4 years from the original date of purchase. As the manufacturing date of this product is before 2010, it has been in distribution beyond its useful life as the case awareness date of (B)(6) 2022.. Since the product exceeded its useful life, it is determined to have met specification no additional investigation is required since the meter was beyond its useful life at the time of the complaint, and the device met its specification lifespan. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc device would not power on with the button press or test strip insertion therefore, was unable to monitor blood glucose. As a result, the customer experienced ¿body trembles¿ and they had contact with a healthcare professional who administered glucose as treatment and changed their tablets (unspecified). There was no report of death or permanent injury associated with this event.